Event description:
The patient underwent surgery in 2006 following a myocardial infarction. A cypher stent was placed in left circumflex artery. Approximately a year and 8 months post-procedure (2007), the patient suffered a thrombosis at the site of the stent, causing myocardial infarction and requiring substantial medical treatment.

Event description:
Add'l info from the voluntary report: on (B)(6)2010 11:46 am, (B)(6) rec'd a call from MFR rep wanting info regarding a broken hip prosthesis. Per op note pt had hip placed by dr (B)(6) on (B)(6)2008. On (B)(6)2010, pt was admitted to (B)(6) and underwent surgery and found, a fractured femoral neck implant. The head and neck were removed. On 2010 12:10 pm, (B)(6).

Manufacturer narrative:
Information contained in a legal file indicated that a patient experienced a thrombotic event and myocardial infarction after having a coronary artery stent implanted. The patient's medical history is significant for hypertension, dyslipidemia, renal insufficiency and past smoking and family history of coronary artery disease. The indication for the initial procedure was either atypical chest pains or an acute myocardial infarction; they are both mentioned in the documents. A 3.5mm x 13mm cypher stent was implanted in the proximal circumflex artery at 15 atmospheres (atms) with excellent result. A 2.0mm x 12mm mini vision stent was implanted in the proximal obtuse marginal at the same time. The patient was discharged on aspirin and plavix, the plavix to be taken for one year. Approximately a year and nine months later, the patient experienced chest pain, went to the emergency room and was diagnosed with an acute inferior myocardial infarction. Coronary angiography was performed and the previously implanted cypher stent was occluded with thrombus present, there was also 40-50% restenosis noted in the stent in the obtuse marginal. The lesion was pre-dilated followed by the implant of a 3.5mm x 18mm vision stent at 14 atms with excellent results. There was some distal embolization to the posterior descending branch that was ballooned and showed improvement in the flow to the vessel. At the time of the event, the patient was not on plavix but was on 81mg of aspirin daily. The patient was discharged three days later. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Myocardial infarction and thrombotic events are known potential adverse events associated with implanting coronary artery stents. With the information provided it is not possible to determine an exact cause for the reported.

Manufacturer narrative:
The sterile lot number for the device is unknown therefore, a device history report review could not be performed. Myocardial infarction and thrombotic events are known potential adverse events associated with implanting coronary artery stents. With the very limited information provided, it is not possible to determine what factors may have contributed to the reported event.

Manufacturer narrative:
Additional information will be sent within 30 days of receipt.

Event description:
Addendum received 4/6/2010: the patient has a history of hypertension, dyslipidemia, past smoking, and renal insufficiency. The indication for the initial procedure was atypical chest pains. The patient had a cypher 3.5 x 13mm stent placed in the proximal circumflex at 15atm with excellent result. A 2.0 x 12mm mini-vision stent placed in the proximal 1st obtuse marginal. The patient was discharged the following day. The patient was admitted on (B) (6) 2006 with chest pains. Admitted (B) (6) 2007 with an acute inferior wall st elevation mi with a total occlusion of the circumflex treated with a vision 3.5 x 18mm stent , the patient had stopped taking plavix. Plavix was only taken for a year. Angiography at the time of the procedure showed approximately 70% stenosis in the distal left circumflex artery. Which was treated during the procedure. Post-procedure, there was approximately 20-30% residual stenosis in the distal left circumflex artery but no significant stenosis in the proximal to mid left circumflex artery. Discharge (B) (6) 2007